Event description:
It has been reported to philips that the wireless footswitch could not connect with the system, when the power was switched on. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected, both leds of the wireless footswitch were not lit. The battery led would not light when the wireless footswitch was turned on. The problem persisted after being connected to a power source. After connecting the charger to another power source, the battery led was lit and the footswitch was operational again. The philips service engineer replaced the wireless footswitch which resolved the issue.